Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, "the patient came to the hospital for treatment on (B)(6) 2020 due to liver cancer. The doctor used a central venous catheter to perform intravenous chemotherapy and rehydration. During the infusion, the patient developed swelling and pain around the central venous catheter, and the infusion was not unblocked, which caused dissatisfaction. The doctor found later, the puncture point and catheter were replaced, and magnesium sulfate was applied to the swollen area to treat symptomatically. The above symptoms did not reappear, and the patient understood."